Event description:
The customer alleged the lift¿s base had cracked, which caused the lift to tilt while lifting. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The damaged components were removed from service and replacement parts were ordered to repair the lift. Based on this information, no further actions are required at this time. Hillrom has requested for the faulty part to be returned for investigation. The investigation is ongoing, any additional information received will be submitted in a final report.

Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The defective part was received by the manufacturer where it underwent inspection. During the investigation, it was determined that the damage had been caused by overloading of the lift. It was additionally noted that in order to cause the damage observed on the middle beam, the lift would have had to be extensively overloaded to more than 1.5 times the maximum load capacity. The customer was advised to scrap all parts of the lift due to that fact that they had all been overloaded. Based on this information, no further actions are required.

Event description:
The customer alleged the lift¿s base had cracked, which caused the lift to tilt while lifting. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).